Manufacturer narrative:
The tandem t: slim pump guide indicates that humalog has been tested for up to 48 hours; the customer had been using the cartridge for nearly 72 hours. The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose level was not impacted. As the customer changed the cartridge and infusion set, prior to contacting tandem technical support, troubleshooting to determine a cause of this occlusion was unable to be performed. The customer had used the cartridge for almost 3 days.